Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The difficulty removing the device was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties to be related to circumstances of the procedure as it is likely the sds interacted with the calcified anatomy, resulting in the failure to advance. Furthermore, the bound up guide wire likely resulted in the resistance removing the sds from the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the stenting procedure to treat the target lesion in the moderately calcified mid diagonal artery, pre-dilatation was performed using a trek dilatation catheter. An attempt was made to advance the 2.25 x 28 mm xience alpine stent delivery system; however due to the patient anatomy, the device was unable to cross. The device was removed; however, it became caught at the proximal tip of the guide catheter. The stent did not dislodge and all devices were removed as a single unit. The stenting procedure was completed using a second same device with a new guide catheter and guide wire. There was no adverse patient effect and no clinically significant delay. No additional information was provided.